Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: visual analysis of the returned device identified: broken, and underweight. A microscopic analysis was performed which identify a broken striated in the anterior side. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.